Event description:
The laser system has the following problem: "power output 80%".

Manufacturer narrative:
The problem was due to a broken cavity mirror. After the replacement of this component, the laser system restarted to work. This laser system is not marketed in USA, but the same event may occur in a similar device marketed in USA. We are unaware about pt injury.